Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Event description:
During a dhs hip screw procedure, the screw head sheared off. The screw and plate was implanted as the surgeon was final tightening, the screw head sheared off. The head of the screw was retrieved from the wound. An x-ray was taken to ensure there were no fragments in the patient. The remainder of the screw is still implanted in the patient bone. The surgeon did not attempt to remove the screw and replace it. The surgeon placed cerclage wire around the area with the broken screw head to reinforce the implant. This is 1 of 2 reports for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates one screw head was returned.. The part number supplied was 214.842. The head diameter and shape suggests that this may indeed be of the 214.8xx family of parts which are 4.5mm self-tapping cortex screws. If so, this screw was made prior to 15nov10 as evidenced by the laser etch markings. It has been broken off at the beginning of the first thread. There are no threads to examine. The drive has been moderately damaged with metal displacement evident at the upper portion of the drive. The top of the head is relatively free of marks/damage. There is a spiraling mark of galling/displaced material on the bottom of the screw beginning at the neck and ending at the band. Due to the type and extent of damage incurred and also because no lot number was supplied, a finite analysis was not possible. Measurements that could be taken were found to meet specification.